Event description:
Customer reported that the insulin pump started malfunctioning in december 2012 and she discontinued use. Customer received the field notification letter. The insulin pump falling apart and has physical damage. Drive support disk is protruding. Nothing further reported.

Manufacturer narrative:
Loose/protruding support disk, cracked display window, cracked reservoir window, cracked and broken reservoir tube lip and cracked battery tube threads noted during visual inspection.